Event description:
As I know of right now, dr. (B)(6) was using a suoh-03 across an epicardial collateral. I do not know if it was rca to lca or vice-versa. Apparently, as he was advancing a mc (do not know which one), the tip of the suoh broke off into the collateral vessel. He was able to successfully retrieve the tip and they do have the wire. I am waiting on more information to come back from kate muller (ccl manager).